Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis results: visual analysis of the photographs identified a deflated device with yellow fluid observed. Due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode via device analysis performed through photographs. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.